Manufacturer narrative:
Covidien reference number: (B)(4). Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider replaced the single board computer printed circuit board and the device was returned to the customer.

Event description:
It was reported that the ventilator display froze at the six picture screen and the device wound not turn off. The reported condition was reproduced. There was no patient involvement.

Manufacturer narrative:
Verified customer complaint that unit froze at the six-image screen. Sbc pcb was installed into a test bed. Unit was powered up and passed post. Unit was power cycled and froze at the six-image screen. Unit was power cycled multiple times and only completed post twice. Reference capap (B)(4) for investigation.

Event description:
It was reported that the ht70 ventilator display froze at the six picture screen and the device wound not turn off. The reported condition was reproduced. There was no patient involvement. Medtronic was not authorized to evaluate/service the device, so the reported complaint could not be confirmed and the repair could not be verified. A non-medtronic service provider replaced the single board computer printed circuit board and the device was returned to the customer.